Event description:
Admit on (B)(6), with c/o chest pain radiating to arms, jaw, shortness of breath, diaphoresis, nausea and vomiting; admit to ccu with unstable angina later diagnosed as nstemi; continued chest pain rec'd an urgent catheterization with 100% rca, 80% left circumflex, and 50-60% lad. Ptca of the rca with 2.5 x 15 maverick balloon; 2.5 x 16mm taxus drug eluting stent was deployed at 15 atmospheres. A second taxus stent overlapped and deployed at 15 atmospheres with timi - 3 flow. Lvef 50-55%. On (B)(6), pt developed persistent chest pain with known 80% left circumflex stenosis with ptca at 10 atmospheres and a 2.5 x 16mm taxus stent deployed at 16 atmosphere and a 2.5 x 16mm with timi-3 flow. On (B)(6), pt developed sudden onset of chest pain with st abnormalities suspicious for ami; emergent catheterization with total occlusions of both rca and lcx at previous stent sites. Successful reopening ptca of the rca and repeat stenting of lcx with 2.5 x 12 mm taxus stent. Lvef 40% with severe posterior basal hypokinesia. Developed respiratory failure, intubated, expired on (B)(6). Note: failure of 3 stents.